Event description:
It was reported, via a personal interaction, that an embotrap iii 5 mm x 37 mm (et309537/lot # unknown) was used for a mechanical thrombectomy procedure to treat an occlusion at the m1 segment of the middle cerebral artery (mca). During the procedure, an arterial dissection was found. The treating physician attributed to the event to the guidewire. The event was reported as such, ¿the procedure was a mechanical thrombectomy of middle cerebral artery m1 occlusion for cerebral infarction. The embotrap iii was prepared and used according to IFU. The vessel dissection was found. The physician commented that the dissection could have been occurred by guidewire.¿ post-procedure changes in the patient: ¿patient's postoperative condition is unknown.¿ a continuous flush was done. Another concomitant device was phenom microcatheter. No further information was made available at the time of this review.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. D.4: the product lot number was not available / not reported. The expiration date of the device is not known. Section e1. (B)(6). H.4: the device manufacture date is not known as the device lot number is not available / not reported. This event was thoroughly discussed with the medical safety officer (mso) on 01-apr-2024. Per the mso, the procedural steps that led up to the event are unknown and the embotrap iii seems to have been in use during the time the vessel dissection occurred; therefore, the correlating relationship between event to the embotrap iii device cannot be ruled out entirely. The device was discarded; therefore, no further investigation can be performed. No CAPA or escalation activities are required at this time. The lot number is not known; therefore, a device history record review cannot be completed. Intracranial artery dissection is a known potential complication associated with the use of the embotrap iii device and is listed in the instructions for use (IFU) as such. There were no alleged quality issues related to the used device, as the device performed as intended. Per the event description, the device was used according to the IFU; this implies the device was not used in an excessively tortuous vessel, at an atherosclerotic lesion, was not advanced or withdrawn against significant resistance, used for up to three retrieval attempts, and was not damaged during use. In consideration of these factors, the event may have been caused by the guidewire, as the treating physician commented. However, the procedural steps that led up to the event are unknown and the embotrap iii seems to have been in use during the time the vessel dissection occurred; therefore, the correlating relationship between event to the embotrap iii device cannot be ruled out entirely. Additionally, the severity of the event is unknown. Based on this information, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.